Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by repeated exposure of high applied torque force. The device inspection revealed the following: the tip of the returned cannulated screwdriver is completely broken / snapped off. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. High applied forces led to a strain of the material which finally resulted in the breakage during the screw insertion. Therefore, we can state that the root cause of the failure was caused due to (repeated) powerful dynamically overload during use. No damages are evident on the ao coupling itself though. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the dedicated screwdriver for screwing the 2mm screws, it was broken during use. We received some info on 16 dec, but the per was opened today because just today we received the ref and lot number.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the dedicated screwdriver for screwing the 2mm screws, it was broken during use. We received some info on 16 dec, but the per was opened today because just today we received the ref and lot number.